Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer also stated that the turbine is not functioning so it is unable to ventilate. The customer reported that there was no patient involvement.